Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during implant, the lead was dislocated. During attempt to reposition the lead, a kink was noted on the lead body. Another lead was implanted. The patient's condition is fine after the event.